Event description:
It was reported that during unpacking for a vena cava filter placement procedure, a filter detachment occurred. It was observed during unpacking, outside of the pt, that the greenfield 12fr ss vena cava filter had detached from the delivery system. Attempts to re-attach the filter were unsuccessful. The procedure was completed with another of the same device. No pt complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).